Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a pixelated screen on the system monitor was not confirmed. A review of the submitted log file spanned approximately 12 days (09may22 ¿ 21may22 per time stamp). On (B)(6) at 21:04 there was an intentional pump stop while connected to the power module due to hitting the pump stop command on the system monitor. The speed returned above the lsl about 8 seconds later and stayed above the lsl for the remainder of the log file. No other notable alarms were active in the log file. The system monitor was not returned for analysis. The provided information indicated that the system monitor screen was pixelated on 21may22. The physician tapped the screen and jostled the monitor causing an alarm for one second. The alarm resolved on its own and the unit was exchanged. There were no pictures or additional documents provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history records could not be reviewed due to the serial number of the system monitor being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4-¿system monitor¿ explains how to properly interpret and troubleshoot system monitor communication issues. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system monitor screen was pixelated, on the night of (B)(6) 2022. The hospital physician tapped the screen and jostled the system monitor, which caused an alarm that sounded for one second. The alarm resolved on its own. The system monitor was exchanged. Upon review of the patient's log files from this event, a pump off alarm was found. This alarm was caused by the pump stop command on the system monitor being hit, which resulted in an intentional pump stop. From the time the new monitor had been connected, the ventricular assist device (vad) flowed at a normal speed and flow. The patient was hemodynamically stable and there were no concerns for the patient's condition.